Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The iabp was retrieved for analysis and plugged in biomed, and it was observed that the iabp was going from no dots to five dots almost immediately. Battery two was pulled momentarily in an attempt to run the iabp on battery one, but the iabp run for a minute and shutdown, at which time battery one had no dots. A getinge field service engineer (fse) evaluated the iabp unit and identified battery one with erratic behavior on power activity log. The fse also identified battery one at 0% on the day of the event, and 100% a minute later. Battery one also showed -110 mwh in the power parameters screen, and no cycle counts information. The fse left the iabp unit charging overnight, with battery one showing no charge overnight. The fse then installed battery two in slot one and physically observed battery two charging in slot one, thus narrowing the issue down to battery one. To fix the issue, the fse ordered and installed the, and physically observed the batteries charging throughout the day. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was having an unusable battery message on the screen for battery one. It was reported to coronary care unit (ccu), and physically confirmed the prompt on the screen, with battery showing no dots. Cathlab personnel provide ccu with another iabp. No patient harm, serious injury or adverse event was reported.